Event description:
It was reported that the patient developed an infection and endocarditis. The lead was removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed an infection and endocarditis. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4): the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the overlay tubing, there was blood ingression of the overlay tubing, the defibrillation right conductor was pulled/stretched/overstressed, there was blood on the distal and proximal conductors (not obstructed): the overlay tubing, right ventricular and superior vena cava defibrillation conductors were kinked/buckled, there was blood on the distal electrode, there was blood on the defibrillation conductor, the overlay tubing was breached cut, the overlay tubing was melted, the lead was stretched and there was apparent explant damage.